Event description:
Treatment of an aneurysm. During delivery of the pipeline, it was reported that the physician experienced friction in extreme tortuosity and had to use two torques to deliver the device to the final location. After deployment of the pipeline, the proximal end would not open. After several failed attempts to open the proximal end, the physician decided to retrieve the device by snare without success. Surgical intervention was required to remove the device. Subsequently, the patient had a stroke. On follow up, it was reported that the patient is doing better but does not have use of her left side.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).